Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a temperature alarm after the pump was plugged in to be charged. The customer's blood glucose level was not impacted. The customer will use the pump and insulin pens as needed to manage diabetes.